Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient/lay user contacted lifescan (lfs) (B)(4) alleging that their onetouch verio2 meter read inaccurately high compared to their feelings and/or normal readings. This complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy occurred on an unspecified time and date 2 weeks prior to the alert date of (B)(6) 2015. At this time the patient obtained blood glucose readings of 151, 126 and 163mg/dl with the subject meter. The patient manages their diabetes by self-adjusting their insulin dosage and it is not known whether they made any changes to their normal diabetes management routine as a result of the alleged product issue. During the initial call with the csr the patient reported developing symptoms of dizzy and sweaty 2 weeks after the alleged inaccuracy occurred. In response to these symptoms the patient self-treated by consuming more food and/or drink at 7:30 on (B)(6) 2015. No medical attention was required as a result of the alleged product issue. At the time of troubleshooting, the csr noted that the patient did not have control solution available to test the subject meter. The unit of measure was set correctly on the subject meter and the patient&#38112;meter was replaced and requested for investigation. This complaint is being reported because the patient allegedly obtained an inaccurately high reading on the subject meter which led to them developing symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2:the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.